Event description:
It was reported that patient lost a significant amount of weight. The implantable pulse generator (ipg) site is protruding and is very uncomfortable. Patient has had difficulty keeping the ipg charged at times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.